Manufacturer narrative:
The rapid gas loss alarm was resolved by having the user verify that all lines and connections were secure and free of kinks or blood in the helium tubing, then perform a fill and press start, which successfully cleared the alarm and resumed therapy. The user was also educated on the likely cause of the alarm given the patient¿s clinical condition.

Event description:
The user contacted the emergency support program line for assistance with a rapid gas loss alarm. She verified that all lines and connections were secure, and that there was no blood or visible kinks in the helium tubing. No patient harm was reported.